Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to the lead failed to capture. When connected to the pacing system analyzer (psa), numbers were appropriate. The physician repositioned the lead but was unable to obtain a good threshold, prompting an immediate request for a new lead and a new pacemaker that were implanted successfully. No adverse patient effects were reported.